Manufacturer narrative:
Zoll service evaluated the thermogard xp ivtm system (sn (B)(6) at the customer site. The reported complaint that the thermogard system displayed a mid:09 (air trap assembly) error message was confirmed through review of the system event log data and during functional testing. The root cause of the mid:09 error was a defective air trap sensor block resulting from saline overflow into the console air trap holder. This overflow was likely caused by a leaking start-up kit (suk) or potential user mishandling. During visual inspection, a crack was observed near the air trap holder, suggesting that saline may have entered the assembly and damaged the air trap sensor block. No prior events related to a leaking suk had been reported by this customer for this thermogard xp console. The system event log data revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system failed the initial functional test because it displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. The defective air trap sensor block assembly will be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
During patient treatment for fever management, the thermogard xp ivtm system (sn (B)(6) displayed the mid:09 (air trap assembly) error message. The customer used another console to continue the therapy. No consequences or impact on the patient.